Manufacturer narrative:
The company representative went onsite and completed surgery support without any complications. Per the representative, the system was found to function as intended. There were no reported system messages or system issues that would clearly indicate that the system caused or contributed to the event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a radial tear during laser assisted cataract surgery. An incomplete continuous curvilinear capsulorhexis was reported. Procedure was completed manually.